Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain /pain"), abdominal pain ("abdominal pain / pain / left side of abdomen"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, migraine, headache, nausea, allergy to metals, dyspareunia and fatigue outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, uterine perforation and vulvovaginal pain to be related to essure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received: this case became incident. New events added- perforation (uterus), dysmenorrhea, headache, migraine, nausea, allergy to metals, dyspareunia, fatigue and plaintiff did not undergo confirmation test. Event outcome of abdominal pain / pain / left side of abdomen was updated as recovered/resolved. Reporter information , patient details and product indication updated. Essure implant and explant dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.